Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   Evaluation performed by distributor.

Event description:
It was reported a tray was preventing the head end of the bed from lowering, and when the nurse removed the tray, the bed lowered onto her hand, injuring it. There is no additional information regarding the extend of the reported injury.